Event description:
The author of the study provided additional information indicating no olympus device malfunctioned during any procedure reported in the study, and no olympus device caused or contributed to any adverse events reported. Additionally, the author was unsure of the devices used in the procedures but indicated they may have been serial numbers (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the author of the study. Please refer to the following section for the new information from the author.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is in process. The literature is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Olympus reviewed the following literature titled "reopenable clip-over-the-line method for closing large mucosal defects following gastric endoscopic submucosal dissection: prospective feasibility study." Literature summary large mucosal defects following gastric endoscopic submucosal dissection (esd) cause postoperative bleeding.to address this limitation and ensure closure of large mucosal defects, we developed the reopenable clip-over-the-line method (rolm) using a reopenable clip and nylon line. The purpose of this study was to evaluate the feasibility of the rolm for closure of large mucosal defects following gastric esd in a prospective, consecutive series of cases. Type of adverse events/number of patients delayed bleeding - 2 patients patient 1: emergency endoscopy performed 8 days post-endoscopic submucosal dissection showed the majority of clips used for wound closure had fallen out. Patient 2: emergency endoscopy performed 7 days post-endoscopic submucosal dissection showed slight oozing on the superior margin. An additional clip was placed to seal the wound. There is no report of any olympus device malfunction in any procedure described in this study.